Manufacturer narrative:
(B)(4). Device analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code eh7715lg was received for evaluation. The sutures were visually inspected, and the sample was according to the product code eh7715lg, two green strands double-armed and two white strands double-armed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained via: how long (in minutes) did the surgery prolong? Approx. 15 minutes. Was there any adverse consequence associated with the patient? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Is there evidence that could suggest that the reported suture was part of a product mix in the package? For example different composition (braided, presence of barbs) or different needle type in comparison to the rest of the sutures? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an aortic valve replacement in 2022 and suture was used. During the procedure, it was reported in the packaging there should be 1x green suture and 1x white suture. However, it was reported the batch contained only green sutures in the blister. Upon evaluation of the returned sample, it was noted that the number of strands in the folder packet is different than the requirements for the product code eh7715lg, the folder contains four green strands double-armed, instead of two green strands double-armed and two white strands double-armed. Based on the information currently available, the wrong number of strands was identified during the investigation of the samples received. No adverse patient consequences were reported. Additional information was requested.